Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock in sinus rhythm. Abbott technical support was contacted and determined the device's ventricular tachycardia zone was programmed too low. The device was reprogrammed and was instructed to take his medication. The patient was stable.